Event description:
Per independent repair center, the unit was alarming or red light and the alarm would not function. The key failure was the manifold valve was not shifting fully. Additional malfunction was the on/off switch on the control panel had no alarm.